Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device but could not verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device suddenly shut down during monitoring of a patient. According the customer's report, the batteries that were placed into the device before the reported event, were fully charged. There was no negative outcome for the patient reported.

Manufacturer narrative:
The third-party service agent further evaluated the device. During long-term testing the failure could not be reproduced. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.